Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping and lost consciousness during her sleep. At 4:00am she woke up with paramedics checking her. It is unknown who called the ambulance. Her cgm at that time was already showing sensor failure. Paramedics checked her finger stick but she doesn't remember what the reading was. She was given glucose gel pouch. She was not sent to the ER and no treatment was needed. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.